Event description:
It was reported that during a da vinci sacrocolpopexy procedure the monopolar energy would not activate. The isi representative on site during the procedure changed the instrument, changed the instrument cable and verified that the esu generator worked with an external footswitch with no change to monopolar energy activation. Isi technical support was contacted after the procedure and it was confirmed that the site was getting all confirmation for energy; however, there was no activation. It was noted that the site was using a valleylab force triad esu generator. The isi representative ordered an energy activation cable as a back-up for the site. It was confirmed that there was no injury to the patient due the alleged issue.

Manufacturer narrative:
It was found that the energy activation cable was defective. This is a non isi device that connects the esu generator to the isi vision cart. The energy activation cable was replaced and the system was working as intended. Isi has attempted to contact the site to obtain additional information concerning the reported event and the patient outcome; however, no additional information has been provided as of the date of this report. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system errors were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the procedure was converted to traditional open surgical techniques after the surgeon experiencing an issue with the monopolar energy not activating. However, there is no indication that the da vinci system ,instruments, or accessories malfunctioned during the surgical procedure.